Event description:
A customer reported experiencing a cartridge change error with their pump. Despite the error, there was no adverse impact on the customer¿s blood glucose level. Technical support engaged with the customer, providing detailed instructions on troubleshooting the issue, including inspecting and cleaning cartridge components. However, the problem persisted, preventing the successful loading of cartridges. Consequently, it was decided to replace the pump.